Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. All other electrical measurements were normal. The physician elected to cap and replace the lead. The patient tolerated the procedure well and did not report any symptoms due to noise.